Event description:
The account alleged the brake casters swivel while in brake mode. No patient impact.

Manufacturer narrative:
The account replaced the brake casters and installed a brake steer upgrade kit to resolve the issue.